Event description:
Customer called to report that they are experiencing high blood glucose levels. Customer's blood glucose reading ranged from 374 to 565 mg/dl. Customer reported that the symptom related to their high blood glucose was back pain. Customer stated that they treated their high blood glucose with 5.0 units of insulin through the pump and 10.0 units of insulin through the needle. However blood glucose levels continued to increase. Customer stated that their health care professional tested them for an infection which showed negative. However, ketones were found in the customer's urine. Advised customer to remove reservoir, rewind, reinsert reservoir and run manual prime/fill tubing with current set. Customer reported insulin did exited at the quick release. Advised customer to change the entire set, reservoir, and insulin, and treat per health care professional's instructions. Customer was referred to health care professional concerning unexplained their high blood glucose levels.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.